Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7, g.3.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture, patient concern with the product, and moderate loss of nipple sensation.

Event description:
Healthcare professional reported left side "rupture" and "patient¿s concern with the product." Healthcare professional additionally reported "moderate loss of nipple sensation." Device remains implanted.